Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller was exchanged following the series of alarms attached. Log files were submitted. There were no reported symptoms, no further actions, no labs and no procedures. Log files captured several odd power cable disconnect and low power hazard alarms that appeared to be occurring while the patient was connected to batteries. There were no other unusual events recorded in the log file event history. Pump parameter trends can be viewed in the graphs below.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a series of atypical alarms on the system controller (serial number: (B)(6) was confirmed via log file analysis. The system controller did not return for analysis. Data from the relevant event dates of 15jun2025 was reviewed. The controller was powered on, and the driveline was connected at 14:29. A backup battery fault activated at this time, due to the backup battery being past its expiration date. Throughout the data reviewed, several intermittent, atypical low voltage hazard and power cable disconnect alarms activated due to the relative state of charge (rsoc) and bus voltages on both power cables fluctuating below the alarm thresholds. The driveline was disconnected from the controller at 14:31:01, activating driveline disconnect and pump off alarms. These alarms resolved when the driveline was reconnected at 14:31:46. The driveline was disconnected at 14:33 and the controller was shut down, consistent with the reported controller exchange. Attempts were made to obtain additional event information, but no response was received. The root cause of the backup battery fault alarm was determined to be due to the backup battery being at the end of its service life. The root cause of the other alarms was unable to be conclusively determined via this analysis. Heartmate 3 instructions for use (rev. G) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low power hazard, power cable disconnect, backup battery fault, and driveline disconnect alarms. The heartmate 3 instruction for use section 2, entitled ¿system operations¿, instructs the user to reconnect the driveline if it ever becomes disconnected as otherwise the pump will stop. This section also instructs the user on the proper procedure for exchanging their driveline. The heartmate 3 patient handbook (rev. D) section 2 ¿how your heart pump works¿ instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Users are also warned to not perform a controller exchange without the aid of a trained, competent caregiver. Heartmate 3 instructions for use (rev. G) section 2 ¿ ¿system operations¿ instructs users not to use damaged, or expired 11v backup batteries. It also explains that the system controller backup battery has a limited lifespan (36 months from the manufacture date). Therefore, it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. Per the IFU, replacement of the backup battery should be considered when less than 6 months remain before the mandatory replacement date, depending on the patient¿s clinic schedule. Heartmate 3 instructions for use (rev. G) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment including the batteries and battery clips. Heartmate 3 patient handbook (rev. G) and heartmate 3 instructions for use (IFU) (rev. G) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.